Event description:
It was reported that, during surgery, the visionaire femoral block fit great, with no gaps; however, the posterior lateral measured 5.0 against plan of 9.5, resulting in 4,5 mm under plan, about 2 1/2 mm thin. The procedure continued with a change in technique. Surgery was delayed less than 30 min. The patient was not injured beyond the reported event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated nonstandard device. The clinical/medical investigation concluded that, per subsequent email, no relevant supporting clinical documentation will be provided to perform a thorough medical investigation nor can a root cause of the reported failure be determined. Based on the information provided, the surgeon was able to complete the procedure with a change in technique and no additional bone cuts were required. Per the IFU for the vis adpt guide lgnp kit, ¿the user should revert to standard instrumentation if device performance is not satisfactory.¿ according to the engineering evaluation, no root cause could be determined for the complaint, the case was aligned within visionaire standards and no corrective action was required. Although a delay of less than 30 minutes was reported, there was no harm alleged to this patient. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.